Event description:
The mother of a home patient (hp) reported the patient line was disconnected from the transfer set while the hp was asleep. When the hp woke up, the mother reconnected the patient line and the machine gave a 2240 alarm (air in line) followed by a 2367 alarm (cascading alarm). The technical service representative assisted in clearing the alarms and helping to remove the cassette from the machine. The hp was taken to the emergency room that same day and was diagnosed with peritonitis after the peritoneal dialysis effluent turned cloudy.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device was discarded and therefore not available for evaluation.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). After two pre-dilatations with a 2.5 x 15 voyager balloon, the mini vision stent delivery system (sds) was advanced, but would not cross and was removed. Additional pre-dilatation was attempted with a 3.0 x 12 voyager, but it was unable to cross and was removed. Another attempt was made to cross the minivision stent, but again was unsuccessful and as the sds was being removed, at the location of the rhv, the proximal end of the stent was observed to be flared and the stent had loosened on the balloon. Once the sds was on the back table, the stent completely dislodged. The procedure was aborted and the patient was taken back to his room. The patient then had a drop in blood pressure and was taken back to the cath lab. The rca had totally occluded and the patient was diagnosed with a myocardial infarction. Balloon angioplasty was performed (unk balloon) to open the vessel back up. The patient was stabilized and is in recovery. No additional information was provided.

Manufacturer narrative:
(B)(4). For product correction. Has also been corrected based on product information. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Manufacturer narrative:
(B)(4). Per the home patient's nurse, the patient was diagnosed with bacterial peritonitis on (B)(6) 2010. The nurse stated that the patient was taken to the emergency, but was sent home the same day and was not admitted to the hospital. Per the nurse, there was no exit site or tunnel infection associated with this peritonitis. The nurse stated that the peritonitis resulted from the transfer set / connector disconnection while the patient was sleeping and it was off for a little while. The nurse stated that the patient was given antibiotics to treat the peritonitis and that the patient?s recovery was ongoing and improving. The nurse confirmed that the patient is continuing therapy. Per the nurse, the peritonitis was not related to any of the baxter peritoneal dialysis solutions or devices the patient was using. No allegations were made against any of the patient's dialysis products. No further information was provided. Upon completion of baxter's investigation of this incident, the root cause of this event could not be determined.